Manufacturer narrative:
Block h6: imdrf device code a150207 captures the reportable event of stent difficult to remove. Imdrf device code a150101 captures the reportable event of stent failure to expand. Imdrf impact code f08 captures the reportable event of hospitalization or prolonged hospitalization.

Event description:
It was reported to boston scientific corporation that a wallflex biliary rx uncovered stent was implanted in the biliary tract to treat a neoplastic stenosis due to pancreatic cancer during an endoscopic retrograde cholangiopancreatography procedure (ercp) performed on (B)(6) 2026. During the procedure, the stent was successfully deployed. However, when the delivery system was attempted to be removed, it was noted that the stent did not completely expand and the distal radiopaque marker of the release system had become entangled with the stent wires. The stent remained implanted, and the procedure was completed. There were no patient complications reported as a result of this event; however, the patient was kept under observation to monitor for complete stent expansion. Subsequently, the stent expanded correctly. Note: a review of the photo of the complaint device revealed presence of a white, unidentified material within the stent which was then confirmed to be the distal radiopaque marker of the release system that got entangled in the stent wires.